Event description:
Healthcare professional (hcp) reported hemodialysis treatment initiated on the baxter sps 1550 device without any problems. Approximately one hour later, hcp heard the machine's air detector clamp engage. Upon inspection, there was no power to the machine and machine did not alarm. Hcp turned the machine off and on several times before power was restored. Hemodialysis treatment was resumed and completed without further problems. Patient did not exhibit any adverse signs or symptoms and no medical intervention was required. Treatment had no adverse effect on patient. Treatment parameters: blood flow rate: 400 ml/minute, dialysate flow rate 700 ml/minute and length of treatment was 3.5 hours.